Event description:
During a remote follow up, undersensing was observed on the right atrial (ra) lead. Lead dislodgement was suspected. No intervention has been performed at this time. The patient was stable and will continue being monitored.